Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible on the shaft and on the stent implant and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube and jacket were separated 17 cm distal to the strain relief tubing, confirming the reported information. The hypotube fracture face was oval shaped as if kinked prior to separation. The hypotube jacket was stretched and jagged at the separation. There were multiple kinks noted to the hyptoube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. In this case, the patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered; force was applied, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. This type of reported event will continue to be monitored. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was to treat a lesion in the distal diagonal artery with moderate calcification. Pre-dilatation was performed with an unspecified compliant balloon. An attempt was made to advance the 2.5 x 18 mini vision stent delivery system; however, the device did not cross the lesion. It was noted that the proximal shaft kinked, and became separated. The sds was removed and a 2.25 x 18 mini vision was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.